Manufacturer narrative:
The investigation determined that quality control results had been acceptable for the vitros b-hcg ii lot in use at the time of the event. A system precision test was unacceptable and ocd field service was asked to investigate the vitros eci. The only issue observed by the field engineer was a plugged vent hole on signal reagent probe a, however, this is not consistent with the non-reproducible falsely elevated b-hcg ii result. A plugged vent would be expected to produce lower than expected results. System precision repeated following the service activity was acceptable. Follow-up with the customer indicates that acceptable performance has been maintained. The root cause of this event is unknown.

Event description:
The customer observed a non-reproducible, falsely elevated vitros total b-hcg ii result on a patient sample tested on vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was reported and a physician questioned the results. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).